Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that customer received low blood glucose readings when her blood glucose was actually high, requiring hospitalization. The patient's blood glucose measured 40-45 mg/dl and she felt very tired. She was treated with sweets and juice. The patient continued to feel unwell and her mother took her to the laboratory to have her blood glucose tested, it measured 600 mg/dl. The laboratory test and the low readings were within 2 hours. The patient was taken to the hospital and was treated with intravenous injections and insulin.